Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported prior to use the cardiosave intra-aortic balloon pump (iabp) reported a top display that never displayed after becoming two toned then black. There was no patient involvement reported and no patient harm or serious injury. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the top lcd display (0160-00-0127) and the device returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) top display screen never displayed. It turned two toned and then went black. The issue occurred prior to use. There was no patient involvement.